Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. B5: the customer provided the following additional information: at the time of disconnection, the complaint device was located in the patient's aorta - iliac bifurcation. The procedure was successfully completed using another flexor balkin guiding sheath. Although requested, information regarding the patient's anatomy was not provided. Additionally, the quantity of blood loss was not provided. Investigation - evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufactures instructions, quality control, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Please see h10.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the flexor balkin guiding sheath's valve disconnected upon removal from the patient's anatomy during a lower extremity angiography/angioplasty procedure via a contralateral approach. An unknown manufacturer's dilator was in place through the complaint device at the time of the disconnection. Reportedly, this caused "increased bleeding" in the (B)(6) year old female patient, but blood loss was not quantified, nor was medical intervention performed. The patient did not experience any adverse effects as a result of this occurrence. Additional information regarding event details has been requested but not yet received. According to the customer, the complaint device will not be returned to the manufacturer to aid in the investigation.